Event description:
Upon further review it was found that, there was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Corrected: d3 manufacturing plant address, state, and zip code. D1 - brand name corrected a1, a2, a4, a5, a6, b2, b6, b7 and b5 b3 - date of event one device was returned for analysis. Visual inspection found a lifted (dso) downstream occlusion seal. The downstream occlusion seal was replaced. Functional and visual tests were performed, and the reported issue was not duplicated. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was over infusing. There was unknown patient involvement.